Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported an unexpected postoperative refraction following an intraocular lens implant surgery. The surgeon suspects the biometry measurements produced by the sys may have contributed to the event. Add'l info has been requested. This is the second of two medical device reports for this facility.